Manufacturer narrative:
No ramping and or scrolling of numbers noted. No unexpected button error alarms and battery out limit alarms noted. Passed displacement test and off no power test. The operating currents were in specification. The insulin pump did have intermittent button response on the up arrow button due to corroded keypad traces noted. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads. Moisture damage was also noted on lcd board.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump was not working. Customer checked her blood glucose and noticed she was about empty on her reservoir. The number on the insulin pump started scrolling up on there own and she started to feel funny so she disconnected from the device. Customer's blood glucose was 89 mg/dl. Customer stated she had dropped the device before but nothing happened right before the issue. Customer also stated that when she runs she puts the device in her chest. During troubleshooting the device alarmed button error. Customer was advised to revert to back up plan. No further information reported.